Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked alarm and button error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly and no unlocked j1 printed circuit board keypad connector noted during our visual inspection. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.